Event description:
The service report shows that while performing incoming eval noted failures of volume and leak tests. The nellcor puritan-bennett service technician verified the cupseal was worn and due to be replaced as part of the scheduled preventive maintenance. The nellcor puritan-bennett customer support engineer inspected the device and replaced the cupseal. The technician also replaced the bearings and connecting rod as a precautionary measure. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.